Event description:
It was reported to boston scientific corporation that a endovive standard peg kit, push method, was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the wire began to unravel when the physician was trying to load on the peg. The procedure was completed with another endovive standard peg kit, push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a endovive standard peg kit, push method, was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the wire began to unravel when the physician was trying to load on the peg. The procedure was completed with another endovive standard peg kit, push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
A visual evaluation found that the outer coil had been stretched and unraveled from the core wire. The core wire was found to be broken with not ball tip at one end. The ball tip had detached from both the core and coil wires. The core wire was also found to be bent. The break in the core wire was viewed under magnification and was found to be rough and straight in nature indicating that the wire had sheared apart when it broke. The condition of the returned unit was consistent with the complaint incident that the guidewire had unraveled. During the evaluation the guidewire was found to be damaged in multiple ways. It appears that during use the guidewire became damaged due to interaction with the peg device and how it was being placed. Therefore, the most probable root cause is operational context. A review of the device history record was performed for lot number 13067147 and revealed no related issues to this complaint. (B)(4).